Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that the patient had pump stop and had to perform a controller change at home. Patient stood up from a seated position without her patient pack strap over her shoulder. The controller dropped and the driveline disconnected. She had a vad stopped alarm. Patient tried to reconnect the driveline into the controller without success. Patient's son tried as well. Patient connected to her back up controller. Also, noted that there is a difficulty connecting anything into the blue data port. There were unable to silence the no power alarm due to this event. The controller was replaced and there was no reported effect on the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing as a result of a broken pin on the blue serial port connector. The damaged port was unable to transfer data from the controller to the monitor, making it impossible to retrieve the log files. In addition, the adapter was unable to silence the no power alarm, confirming the reported event. The manufacturer has opened an internal investigation to evaluate the power supply support connection pins. The most likely root cause of the reported event can be attributed to a forced connection.